Manufacturer narrative:
(B)(4).

Event description:
It was reported "misfire/jamming - info not provided." A new device was used to complete the procedure. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73d2401061 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming - info not provided." A new device was used to complete the procedure. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom com-ponent of the complaint sample was obs erved to be positioned incorrectly, allowing the staples to be-come misaligned. Proper functional inspection could not be performed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also dis-covered. Non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "misfire/jamming - info not provided." A new device was used to complete the procedure. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.